Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient removed a clear foley catheter recently at home on own. The patient used a syringe to deflate the balloon, but there was no water in the syringe. The patient was still able to remove the catheter. The patient was concerned that the balloon popped inside the bladder. The patient attempted to inflate the balloon and it would not inflate. Mis suggested to speak with the doctor if the patient was concerned about balloon fragments left behind. Per follow up on (B)(6) 2021, stated that the balloon did not burst but there was no liquid drawn out when removed the catheter. Customer stated the catheter leaked so put gauze around it to catch the urine. Customer's urologist told to remove the catheter by using a syringe to draw the liquid out of the balloon but there was no liquid in once the catheter was removed. Customer was worried that might have a piece of the catheter inside the bladder but not had any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a clear foley catheter that the patient removed recently at home on own. The patient used a syringe to deflate the balloon, but there was no water in the syringe. The patient was still able to remove the catheter. The patient was concerned that the balloon popped inside the bladder. The patient attempted to inflate the balloon and it would not inflate. Per follow up information received on 07july2021, it was stated that the balloon did not burst, but there was no liquid drawn out when removed the catheter. The customer stated the catheter leaked so that put gauze around it to catch the urine. Customer's urologist told to remove the catheter using a syringe to draw the liquid out of the balloon but there was no liquid in once the catheter was removed. The customer was worried that there might have a piece of the catheter inside the bladder but had not any issues.